Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned and therefore not available for a physical evaluation. However, from past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. The needle could also break if it accidentally hits the bone or other instruments. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. Eiii needles are intended to be used in the irrigation fluid. In this case, the needle was dry-fired outside the irrigation fluid which possibly contributed to the failure. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed the lot number is not available.

Event description:
The affiliate reported via email before used on a patient, when pull the expressew trigger, needle will break every time. It means it is a broken expressew. The procedure was completed with same like product. Additional information received via email from the affiliate on 9-6-2017: the expressew w/o hook was used in a procedure, the issue was found before using on a patient, the surgeon did try to dry-fire the gun prior to use and the needle broke, the needle did break in the patient, yes the fragment was removed, type of procedure was rotator cuff repair, the procedure was completed using other device (arthrex device), the delay was only long enough to change the device.